Manufacturer narrative:
This report will be amended when our investigation is complete. Received, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional was discovered to be broken during inspection.

Manufacturer narrative:
Device was returned with complaint for investigation. Visual inspection of the returned persona tibial articular surface provisional (ps tasp) noted the bottom identified that a small piece of the post had fractured off. This is a known reported issue which has been investigated through corrective actions. This device is used for treatment. The corrective actions investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice . The ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification was implemented. As such, a previously addressed design issue is considered as the root cause.